Manufacturer narrative:
A review of the instrument log for the permanent cautery hook (part # 470183-14 lot# n101905100003) associated with this event has been performed. Per system logs, the permanent cautery hook was last used on (B)(6) 2020 on system sl0438. The alleged event occurred on the 8th use with 2 lives remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because during a da vinci-assisted surgical procedure, cautery stopped working on the permanent cautery hook instrument during the procedure. Although no patient harm, adverse outcome or injury was reported, the damage found at the yaw pulley during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery quit working on the permanent cautery hook during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.